Manufacturer narrative:
Additional information was received by smiths medical that the event occurred as part of customer's routine testing and there was no patient involvement.

Manufacturer narrative:
Device evaluated by MFR: one cadd ms3 pump was received in good physical condition. There was no evidence of the reported issue in the device event log. Functional testing and visual inspection were performed on the pump. The reported issue "system fault" was verified. The pump was inspected and during power up, it went into an alarm with error code 112; which is a motor issue. Further investigation of the pump determined that a faulty motor was the cause of the issue. The motor will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump exhibited "system fault". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.